Manufacturer narrative:
Intermittent button response was found due to moisture damage keypad traces. There were minor scratches to the lcd window, cracked case near display window corners, battery tube threads cracked, and cracked reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that the customer called and complained about their buttons not working properly. It was reported that the malfunctioning keypad on the device was confirmed. The customer's blood glucose level was reported to be 184mg/dl. It was reported that the device was being replaced. No further details given.